Event description:
Customer reports the output is too high in boost mode - physicists discrepancy, and an artifact in the image. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and cleaned the dirt from the camera lens, and adjusted the ma limit table settings. System operates as intended.